Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine pulse generator change out procedure, the device exhibited backup vvi operation and an error message. The device was successfully explanted and replaced.